Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2007 and mesh was implanted. Following the procedure, the patient developed symptomatic mesh erosion, which was closed on (B)(6) 2009 but the problem was not resolved. The patient underwent a second closure on (B)(6) 2010 and erosion persisted again but was asymptomatic. It was also reported that the patient experienced persistent symptomatic mesh exposure. The patient presented bleeding and discomfort on (B)(6) 2015 and listed for excision of exposed mesh on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2016. The patient experienced midline suburethral mesh exposure on each occasion and experienced vaginal bleeding as a result. The patient underwent mesh removal on (B)(6) 2016. The surgeon opines that the patient¿s obesity may be a contributing factor to the recurrent mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.